Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the incision site, resulting in exposure of receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 18, 2024.